Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling generally unwell. It was also reported that the right atrial (ra) lead exhibited high / rising thresholds and had dislodged. The lead was reprogrammed and lead revision is planned for the future. No patient complications have been reported as a result of this event.